Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that under-sensing and diminished sensing of ventricular events was observed. The lead was capped and replaced due to an elective upgrade. No patient complications have been reported as a result of this event.